Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Blank display due to moisture damage at j7 connector in pcb 1. After swapping pcb 1 with a test board, insulin pump powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, keypad overlay peeling, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a big crack. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.